Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the top and bottom cases in an excellent condition and with no visible contamination. Event log history was performed and indicated that back up audible alarm post was recorded in history. During analysis, the reported issue was unable to be duplicated. It was noted that blue token, high profile super cap was found in the main printed circuit (pc) board. Service replaced the main pc board as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that immediately on use, a smiths medical medfusion pump exhibited a back-up alarm. No patient consequences were reported. No adverse effects were reported.